Event description:
Pt received the device in (B)(6) 2011, ordered by her physician to be worn for 10 days. The first monitor stopped working right after she left the doctor's office. Pt was given another monitor with latex free leads because of her severe allergies. On (B)(6) 2011, she called the manufacturer because she had started experiencing burning from the leads. She was seen at the emergency room with a diagnosis of chemical burns, scarring on chest and abdomen. She was referred to a plastic surgeon who prescribed bleaching creams for her scars. Pt is in pain, insomnia and is seeking compensation from the manufacturer.